Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 8277963. D4: medical device expiration date: 09/30/2023. H4: device manufacture date: 10/04/2018. D4: medical device lot #: 0266457. D4: medical device expiration date: 08/31/2025. H4: device manufacture date: 09/22/2020. D10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06. Investigation summary: samples were received in two boxes. 565 were from batch #1054571(p/n 305270). - 100 were from batch #8277963 (p/n 305270). - 1 from batch #0266457 (p/n 305270). Nine samples were found to have cross threading, and one sample each of the following defects: missing needle, a hole in the top web, broken thumbrest, and a damaged flange. It was unable to be determined if the hole in the top web was a result of the way the package arrived in the box or through the manufacturing process. These defects are non-conforming per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb needle detached. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported that  the needle detached from the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb needle detached. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported that  the needle detached from the syringe.